Event description:
Pump battery was reported to die quicker and the charge didn't last as long. There was no reported impact to the customer's blood glucose level. The customer declined follow-up from technical support, as they were out of warranty and in the process of obtaining a new device.